Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported that the insulin was falling from the reservoir and going into the reservoir compartment not through the infusion set tubing. Customer had experienced high blood glucose level. Customer was assisted with troubleshooting. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.